Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+1.0/093 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for shorter lens due to excessive vaulting. The problem was resolved. As of the day of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation: the lens was returned dry in the lens case/vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. (B)(4).